Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an open pressure sore with pus coming out where the clasp sits. There was no alleged device malfunction contributing to the irritation. The patient stated they work in the medical field and were able to appropriately drain and treat the wound. Follow up indicated that the wound improved.